Manufacturer narrative:
H3, h6: the device, was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. No serial number was provided , a DHR review could not be performed. A complaint history review was performed for the product and failure mode reported, there have been further instances. Probable root cause may be kinks, leaks in the vacuum circuit, or a component failure. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during npwt utilizing a renasys touch and canister, an alarm for full occurs even though the canister is not full. This problem was solved by exchanging the three canisters. There was no patient harm.